Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6; -7.00/2.0/001 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The lens was reported as excessive vaulting. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.